Event description:
On 28 aug 2007, the sales representative reported the polyaxial open screw driver tips were bent. The scrub tech noticed this in surgery. The instrument was not used in the case.

Manufacturer narrative:
Request has been made to obtain the instrument. Evaluation is pending return of the instrument.